Event description:
A customer reported that the coulter act diff hematology analyzer was not reproducing on white blood cell (wbc) and platelet (plt) parameters for one specific sample as compared to the results from a reference instrument which the customer considers correct. The wbc results were reproducing high with instrument flagging and the platelets were reproducing low with instrument flagging on 3 reruns as compared to the reference instrument. No erroneous results were reported out of the laboratory. The customer provided results from one patient for this issue. No other patient results were reported with this event. There were no changes to the patients' care or treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and examined the system. The fse found loose tubing and a missing flange on the right side of the analyzer. The tubing was touching the metal tray. The fse observed a centrifuge next to the analyzer causing vibration that may have caused the tubing to come loose from the flange that holds the tubing secure inside the instrument. The fse was able to reproduce the event by moving the loose tubing. The fse removed the triple syringe assembly and cleaned salt deposits from inside the motor housing. The repair was verified by established procedures and the instrument is performing according to published specifications.